Event description:
The rep stated that the reamer handle wouldn't spin while being used in a demo at dr (B)(6) office.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.